Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as the patient made a mistake. On the same day as onset, the patient was hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with vancomycin, 1 gram every 5th day; amikacin, 500 mg, once daily for 14 days; and meropenem, 500 mg, twice per day for 14 days (routes were not reported). At the time of this report, the peritonitis was resolving. The action taken with dianeal therapies was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.